Manufacturer narrative:
B3-date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Section a4: patient weight is unknown.

Event description:
It was reported the patient ipg is inoperable. Patient is pending surgical intervention to address the issue at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention where the ipg was explanted and replaced with a new one, thereby restoring therapy..